Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that the patient came to anesthetic room with a standard trach tube in, which the customer was required to change to a flexi bivona 4.0 reinforced for a large maxfax case. Prior to insertion, we attempted to inflate the cuff and the cuff did not inflate at all. Another event that took place was that the customer had issues with several defective bivona tracheal tubes (ones used for trach sites). The pilot balloon inflated with the 5mls of water but not the cuff. The customer had to use several 3.5 and 4.0 tubes, but found the same issue each time. The issue was discovered at pre-test and no patient involvement reported.

Manufacturer narrative:
UDI and device serial number/lot number are unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when additional reportable information becomes available.